Event description:
An associate dentist who was handling the syringe pushed on the plunger, the viscostat solution shot out of the syringe and into the eyes of an assistant. She was not wearing protective eye gear. They immediately started rinsing her eyes out with water for approx 20-30 minutes, then had her driven to the hosp emergency room. The emergency room then contacted ultradents customer service for the msds sheet for viscostat solution. The emergency room continued with the rinse and administered medicine. The pt has 1st degree burns on her left eye.